Manufacturer narrative:
(B)(4).additional information: a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of an inoperative "select" button on channel c keypad was confirmed. The root cause was attributed to fluid intrusion. The keypad was replaced to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformace, or rework that occurred during the manufacturing of the complaint lot or serial number. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague triple channel infusion pump experienced an inoperative select button on the channel c keypad. The defect was observed in 1 unit, and occurred before use. This condition could have caused an interruption of delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is 5.48.92. No additional information is available.